Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a buckled upstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream and upstream occlusion seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the battery case. During physical inspection, it was found that the downstream occlusion seal was delaminated and that the upstream occlusion seal was buckled. There was unknown patient involvement, no patient injury was reported.